Event description:
Sorin group received a report that one of the pumps of the sorin c5 system was not functioning. There was no report of pt involvement.

Manufacturer narrative:
Patient info was not provided. Sorin group (B)(4) manufactures the sorin c5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that one of the pumps of the sorin c5 system was not functioning. There was no report of pt involvement. The investigation is on-going. A follow-up report will be sent when the investigation is complete.